Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with cfr 803.56 when additional information becomes available.

Event description:
It was reported post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently ruptured abdominal aortic aneurysm. The physician chose to reline the device with a cook graft. The patient tolerated the procedure well. The patient is reported to be doing well.

Manufacturer narrative:
Based upon the clinical assessment, the reported rupture was confirmed. The clinical review also confirmed a type iib endoleak. The device remains in the patient at this time. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified.